Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. No products were returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a left knee arthroplasty is present. There is extensive radiolucency along the tibial implant which is loose and slightly subsided medially. Femoral implant fit appears maintained. Overall impression: left knee arthroplasty with tibial implant loosening as noted. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed as no picture was provided and the radiographs evaluation highlighted: "femoral implant fit appears maintained" and no further issues were noted. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) femur.

Manufacturer narrative:
(B)(4). D10-medical product. Tibia trabecular metal two-peg porous fixed bearing left size g. Item# 42530007901 lot# 64524245. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and two weeks post implantation due to tibial and femoral loosening. Attempts to obtain additional information have been made; however, no more information is available.